Event description:
The customer's husband called to report that the customer was hospitalized for low blood glucose levels as low as 45 mg/dl. Troubleshooting was performed and the programming was correct, but the time and date were not correct. The time was off by 12 hrs. Unable to troubleshoot the insulin pump because the husband did not have any supplies with him. The customer stated that the customer had taken some medicine prior to the event that could have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.